Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient hospitalization for hyperkalemia. However, there is no documentation to show a causal relationship between the adverse event and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Hyperkalemia is prevalent in end stage renal disease patients as the most important risk factor is the patient¿s decrease in renal function. (Kovesdy, 2016) although hyperkalemia can be an indication that the patient is not receiving adequate dialysis, the cause can also be related to dietary issues or excess oral supplementation. There are no reports of the patient being unable to complete treatment due to any issues with the liberty select cycler. It is unknown if the patient is compliant with pd treatments. Based on the available information, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for hyperkalemia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with performing treatment on the cycler while in fill 1 of treatment. During the call the patient stated that they had been released from the hospital and were feeling medicated. The patient was advised to cancel treatment setup with new supplies. Upon follow up, the patient stated that they were able to complete treatment. The patient stated that they were in the hospital for high potassium levels. The patient did not provide any further details about the hospitalization course. The patient stated that they were administered an unknown IV drip. Further attempts to obtain information went unanswered.

Manufacturer narrative:
Correction: patient sex.